Event description:
The complaint was reported as: the customer alleges that the circuit seems to be slightly larger than 22mm and may be causing the circuit to leak and disconnect from the ventilator while in use on a pt. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and mfg procedure for catalog #1607 were reviewed and no findings related to the reported issue were found. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specs. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of the product sample to perform a proper investigation and determine the root cause.